Manufacturer narrative:
Additional information: h6, h11. H11: the event history log review was performed. A review of the event history log revealed that the infusion process began with parameters of infusion rate: 75 ml/hr, vtbi: 700 ml, given: 0 ml and stopped with parameters: vtbi: 146 ml, given: 554 ml. Again the vtbi was changed to 1000 ml. Then, at 14:37, the infusion rate was updated to 10 ml/hr. Finally, at 15:24, the user stopped the infusion with the following parameters: vtbi: 793 ml, given: 1176 ml. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. Hould additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during patient infusion. The infusion pump was programmed to deliver fluid at 75 ml/hour. A 1000 ml bag was initiated at 07:05 and completed at 09:00. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "over infused" was unable to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be two motor mech screws were missing causing the motor to not sit right and not function properly and the gears were also slightly misaligned. The bearings and gears requires replacement and the motor requires to be reinstalled to address this issue. Should additional relevant information become available, a supplemental report will be submitted.